Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be both internal and external. Blood was visually observed leaking externally from the header of the device, as well as in the dialyzer (outside of the fibers), in the hansens, and in the drain. The blood leak reportedly occurred at the beginning of hd treatment, within the first two minutes. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used. No physical damage was noticed on the dialyzer, at the header of the device or elsewhere. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be both internal and external. Blood was visually observed leaking externally from the header of the device, as well as in the dialyzer (outside of the fibers), in the hansens, and in the drain. The blood leak reportedly occurred at the beginning of hd treatment, within the first two minutes. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used. No physical damage was noticed on the dialyzer, at the header of the device or elsewhere. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be both internal and external. Blood was visually observed leaking externally from the header of the device, as well as in the dialyzer (outside of the fibers), in the hansens, and in the drain. The blood leak reportedly occurred at the beginning of hd treatment, within the first two minutes. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used. No physical damage was noticed on the dialyzer, at the header of the device or elsewhere. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. The fibers within the dialyzer were wet. During the gross visual examination, a delamination in the polyurethane (pu) was observed on both ends of the dialyzer. One delamination was found on the cavity ID end extending from approximately 270° to 45°, with the dialysate ports situated at 0°. The other delamination was on the non-cavity ID end extending from approximately 290° to 30°, also with the ports at 0°. Further visual examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. The reported complaint was able to be confirmed due to a delamination found on both ends of the returned sample.